Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No current code/category was not confirmed during testing. Pump communicated properly with the test guardian link 3 transmitter. Successfully pair sensor with transmitter and pump. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case and pillowing keypad overlay. No current code/category was not confirmed during testing. No com pump to xmtr was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump issue, the sensor was not securely taped to the skin and was not still in place, common error, the customer was getting on the sensor was sensor updating and change sensor. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-7040a. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1884 was requested and the customer response was the device would be returned. The customer would continue to use of the device. Product return requested for mmt-7040a. The customer declined to return, or is unable to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.